Event description:
The catheter broke off and embolized to an unknown part of the pt's body. The port was removed on 9/18/96. The reporter did not know when the port was placed, what was being infused through the port, and a product or lot number for the port.